Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during the salvia miltiorrhizol polyphenolic acid infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the patient was admitted to the hospital due to the weakness of the right lower limb for 4 days and the weakness of the right upper limb for 1 day. On (B)(6) 2022, salvia miltiorrhizol polyphenolic acid was given to the patient intravenically for treatment. The infusion set was connected to a needle-free closed infusion joint, and the fluid was blocked, and a new needle-free closed infusion joint was replaced for infusion treatment."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. 2000e china 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in is for the domestic similar product: k960280. Device manufacture date: unknown. Investigation summary: a 2000e china product was not available for investigation, and the lot number provided by the customer did not conform to the lot configuration of the smartsite product. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device. No further information regarding the make and model of the connecting product was available to assist the investigation in this instance. As part of the investigation, the customer provided two videos of their experience; analysis of the videos confirm the customer's experience as a complete occlusion of the smartsite device was detected when attempting to flush using two different sizes of syringe. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.